Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Medical records have not been provided. We have contacted the patient and requested additional information. A manufacturing review that included review was performed and did not find evidence of a manufacturing related cause for the alleged event. Additionally, the mesh remains implanted. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2013-00613 for information related to the 3d max mesh alleged to have been implanted on (B)(6) 2010.

Event description:
The following was reported to davol by the patient: the patient alleges that on (B)(6) 2010 he was implanted with multiple bard/davol mesh to treat an umbilical (3d max) and an inguinal hernia repair (ventralex). He reports having various postoperative symptoms that he believes are in relation to the mesh implants. He claims to have been in a good health prior to the implant of the mesh products. He states having generalized "pain" at all times and has been to the emergency room for emergent and server pain on multiple occasions and has been hospitalized a number of times for recurrent bowel obstruction. He complains of cramping, abdominal distension, and bloating after eating a meal, as well as chronic constipation. He reports having numerous cat scans ordered by his physicians which showed inflammation and possible migration of mesh (3d max) at the umbilical implant site. He reports having shooting pains that run down his thigh ( locating from the site of the ventralex placement as reported). He is seeing a specialist and pain management doctors. There is no plan to remove either of the mesh at this time due to the unrelated issue of chronic atrial fibrilation which make his physicians deem him medically unstable to undergo further exploratory surgery.